Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient noticed an error code for a motor stall (code 8476) on their personal therapy manager (ptm). The pump was alarming. A healthcare provider (hcp) came to the patient¿s home and interrogated the pump. The pump showed a motor stall occurred on (B)(6) 2014 at 01:36. No motor stall recovery was recorded. Electromagnetic interference and magnetic interaction was denied by the hcp. They were assisted in silencing the pump alarm. They were to discuss options with the patient¿s doctor. The pump was programmed to minimum rate. The patient was not feeling well. Their hcp later reported that the patient experienced symptoms of sweating, nausea, and pain. The cause of the stall was unknown. As of (B)(6) 2014 the pump remained stalled with a stall duration exceeding 24 hours. The patient had not recovered and their symptoms were ongoing. On (B)(6) 2014 information was received that indicated the patient¿s pump was explanted. The pump contained dilaudid (hydromorphone).